Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® cpt¿ cell preparation tube with sodium heparin had the glass break during use. "Material no. 362753, batch no. 0014968. It is reported the cpt tube broke during centrifuge and testing couldn¿t be performed. Incident start date: (B)(6) 2020. Bd notified date: (B)(6) 2021. Verbiage received my customer via phone: "apparently, while we¿re in clinical trials, one of our clients was using one of these tubes in centrifuge and it looks like tubes broke." Upon client request, customer wants to see if there are notes that we have in our system for potential faulty lots so that they may follow up with client. (B)(6): (B)(6) 2021 20:59:04 (gmt) 5 tubes broken during centrifugation."

Event description:
It was reported that 5 bd vacutainer® cpt¿ cell preparation tube with sodium heparin had the glass break during use. "Material no. 362753, batch no. 0014968. It is reported the cpt tube broke during centrifuge and testing couldn¿t be performed. Incident start date: (B)(6) 2020. Bd notified date: 2/19/2021. Verbiage received my customer via phone: "apparently, while we¿re in clinical trials, one of our clients was using one of these tubes in centrifuge and it looks like tubes broke." Upon client request, customer wants to see if there are notes that we have in our system for potential faulty lots so that they may follow up with client. (B)(6) : 2021-02-19 20:59:04 (gmt) 5 tubes broken during centrifugation."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.